Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Correction: d3 additional info: visually confirmed the connector is fractured approximately ~2 threads up from the start of the thread. The fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation. Additionally, the mating thread of the nut is sheared at the base of the thread and deformed downward. The above observations are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior cervical fusion. It was reported that the head of the locking screw sheared off during tightening in the crosslink. The device was not removed from the patient. No additional patient complications were reported.